Manufacturer narrative:
(B)(4). D10- medical product rosa persona tka cut guide a item# (B)(6) lot# j147950. G2- new zealand. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when attempting to pin rosa to the femur for the distal cut the second pin fused upon drilling it in and got stuck. Several attempts were made to remove the fused pin, which eventually sheared off, but rosa was successfully removed from the patient very carefully without incident and opened a new rosa set and used cut guide a from the new set. The surgery continued without any issues. The broken fused pin was removed on the back table and subsequent, free handed attempts to slide a pin through the hole proved impossible and the pin would fuse even by hand. The removal of rosa, opening and setting up of a new cut guide lead, approximately, to a 5 minute delay. There was no harm or injury to the patient. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned; therefore, visual and dimensional evaluations could not be performed. The provided pictures display a pin broken in two pieces and a cut guide with damaged thread in hole. Part and lot identification are necessary for review of device history records and the part and lot number were not provided. The root cause cannot be determined with the information available. This complaint is confirmed based on the provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.